Event description:
A malfunction was reported on a pump, with no notable events occurring prior to it. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, which resolved the issue, and the malfunction code did not recur. The customer was informed to continue using the pump and to contact support if any issues arose again.